Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, there was contamination on the battery board. The cause of the inability to charge the battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no death or adverse event associated with the charger malfunction.

Event description:
04/28/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a battery charger indicating that it was not charging the battery packs.